Manufacturer narrative:
The insulin pump was received with constant force sensor calibration values corrupted alarm due to software error. Analysis was unable to perform the displacement test and verify motor error alarm due to constant force sensor calibration values corrupted alarm. The motor passed motor test. The insulin pump was also received with cracked reservoir tube lip, scratched lcd window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they received a motor error alarm. The customer reported that they received a force sensor calibration values corrupted alarm. The customer's blood glucose was 240 mg/dl at the time of incident. The customer stated that the drive support cap appeared normal. The customer stated that they were unable to rewind the insulin pump. The customer stated that the insulin pump was exposed to body scanners. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.